Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon catheter 6.00mm x 200mm, 90cm was selected for use to treat superficial femoral artery stenosis for endovascular therapy. The procedure was being performed to treat 100% stenosis, and the target lesion contained moderate calcification and moderate tortuous severity. The physician inserted the catheter, and upon treatment of the area the balloon ruptured with a single inflation at 6 atm for 10 seconds. The catheter was removed as intended, and it was observed that there was a vertical rupture on the distal side. The procedure was able to be completed successfully using another ranger device without sequela.